Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an unknown procedure, the 4.0 x 20 mm trek balloon catheter was advanced and inflated. After inflation, it was observed that the balloon catheter was leaking at the tip. The trek was deflated and removed from the anatomy. A new balloon catheter was used to complete the procedure. Although there was a delay of approximately 15 minutes, it was not clinically significant. There were no adverse effects to the patient. No additional information was provided.